Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The visual inspection revealed a spots of molten titanium on the ICD housing, as well as on the rv shock coil of the connected icdlead. This clearly indicates an arc over from a high voltage lead conductor during a shock delivery, representing an external short circuit. For an arc over from the rv shock coil to the ICD housing, a direct contact of the shock coil and the ICD housing must be present during shock delivery. This is consistent with the observed twiddler's syndrome. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device was unable to be interrogated. The ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit due to the observed twiddler's syndrome. There was no indication of a material or manufacturing problem.

Event description:
This device was unable to be interrogated. The rv lead was also dislodged due to twiddler's syndrome. When the pocket was opened the lead was found coiled up on the device and it is probable that that a shock caused the device to 'fry'. Should additional information be received, this file will be updated.